Manufacturer narrative:
The device was received for evaluation. During functional testing, air detector alarm was not reproduced. A review of event history log revealed multiple occurrences of air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of calibration. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of air detector alarm during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.